Event description:
The distributor reported on behalf of the user facility that during a system check prior to surgery, water did not flow through the valve. This device did not come in contact with a pt.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported info.